Event description:
Account alleged that the bed is drifting into reverse trendelenburg.

Manufacturer narrative:
Account stated that the bed is no longer drifting into reverse trendelenburg; no repair needed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.